Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Patient weight was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4)., serial: (B)(6), batch: a000136106.

Event description:
It was reported that during an ipg replacement procedure on (B)(6) 2025, one lead was found fractured. The fractured lead was replaced during the same procedure on (B)(6) 2025. Therapy was restored post op. It is unknown which led caused/contributed to the event.

Manufacturer narrative:
Correction: d4 - additional device information has been updated.